Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with purulent discharge from the scrotum as a result of infection. The ipp was explanted, and there were no patient complications reported.